Event description:
Nursing assistant was bathing resident when chair tipped forward. Shower chair's "lap bars" do not stay fastened. The bar pops up within a few secs of being secured to the chair arm.